Event description:
Customer reports getting l2 control result outside of reading range while using the advantage system with a result of 659mg/dl (device result display range is 10-600 mg/dl). No adverse event reported. A request was made for return of the suspect product and a replacement was sent.